Event description:
It was reported that this pacemaker had evidence of a decrease in right atrial (ra) lead impedances from 950 to 600 ohms. There was also oversensed noise and loss of capture (loc) at 5v at 2 ms. The noise could be reproduced in clinic. The ra lead was reprogrammed to unipolar pacing/bipolar sensing. Boston scientific technical services (ts) reviewed the data and noted that the evidence supports either a lead integrity issue or lead dislodgement.